Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and puncturing of her uterus"), abortion spontaneous ("one (of two) miscarriages on essure") and pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure") in a female patient who received essure for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient started essure. The patient's last menstrual period was on an unknown date. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered uterine perforation, abortion spontaneous and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was proper placement of essure coils. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("perforation and puncturing of her uterus"), abortion spontaneous ("one (of two) miscarriages on essure") and pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure"). Uterine perforation and pregnancy with essure are anticipated according to the reference safety information for essure whereas abortion spontaneous is unanticipated. Uterine perforation may occur with any trans-cervical intrauterine procedure. Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation are not known. Based on the events' nature, causality with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, hysterosalpingogram was performed and confirmed proper placement. However, plaintiff suffered two miscarriages. Since no other circumstance was reported, device ineffective was assumed and causal relationship between essure and the pregnancy cannot be excluded. Regarding the reported miscarriage, no gestational age was reported. Then, considering it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unrelated. This case was regarded as incident because essure was surgically removed. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and puncturing of her uterus, perforation (uterus)/malposition / migration of essure device location of device: myometrium"), ectopic pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure, pregnancy (stillbirth or miscarriage), pregnancy( ectopic)"), abortion of ectopic pregnancy ("one (of two) miscarriages on essure, pregnancy (stillbirth or miscarriage)"), embedded device ("embedded in myometrium"), genital haemorrhage ("severe bleed") and epilepsy ("epilepsy") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3( B)(6)2004, (B)(6)2006, (B)(6)2009), endometriosis, wisdom teeth removal, uterine fibroids, laparoscopy, bunionectomy, abortion and hormone replacement therapy. She denied tobacco and alcohol use. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: premarin, dilantin and zyrtec. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included seizure since (B)(6)2010, fever since (B)(6)2010, productive cough since (B)(6)2010, general body pain since (B)(6)2010, shortness of breath since (B)(6)2010, pleuritic pain since (B)(6)2010, back pain since (B)(6)2010, sepsis since (B)(6)2010, septic shock since (B)(6)2010, lobar pneumonia since (B)(6)2010, hypokalemia since (B)(6)2010, weakness since (B)(6)2010, seizures since (B)(6)2010, dysuria, fetal demise, asthma, epilepsy, otitis media since (B)(6)2013, otitis externa since (B)(6)2013, neck pain since (B)(6)2013, tongue pain since (B)(6)2013, pain in extremity since (B)(6)2014, coccyx pain since (B)(6)2015, low back pain since (B)(6)2014, nabothian cyst, caffeine allergy (rash), bipolar affective disorder, constipation, hemorrhoids, pulmonary tuberculosis, convulsions, pneumonia, concussion, chronic sinusitis, adenomyosis, chronic cervicitis, overweight and substance abuse. Family history included cancer (father), cardiac disorder (father), cerebrovascular accident (father), diabetes (father), hypertension (father), thyroid disorder (father) and atrial fibrillation (brother). Concomitant products included cetirizine hydrochloride (zyrtec), estrogens conjugated (premarin), ibuprofen, lamotrigine (lamictal), paracetamol (acetaminophen), phenytoin (dilantin) and topiramate (topamax). In (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6)2012, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant), medical device pain ("essure pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions") and migraine ("migraines / headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy removal of essure on (B)(6)2016) and surgery (d&c). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, embedded device, genital haemorrhage, epilepsy, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, fatigue and weight decreased outcome was unknown and the medical device pain, rash and alopecia was resolving. The reporter considered abortion of ectopic pregnancy, alopecia, cystitis, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, epilepsy, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device pain, menorrhagia, migraine, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: this plaintiff experienced another pregnancies which have been captured under cases: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram thorax - on (B)(6)2010: bilateral lower lobe pneumonia. Hysterosalpingogram - on (B)(6)2016: migration of essure devices (both microinsertion).; on an unknown date: proper placement of essure coils pregnancy test - on an unknown date: positive. On (B)(6)2011, transabdominal sonogram showed small intrauterine findings that could represent ectopic pregnancy with pseudogestationla sac. Alternatively, this appearance could represent viable intrauterine pregnancy too early for definitive sonographic diagnosis. On (B)(6)2011, positive esterase consistent with urinary tract infection. On (B)(6)2012, obstetric sonogram showed intrauterine gestational sac containing a single living embryo with ultrasound age of 6 weeks 1 day and ultrasound eod of (B)(6)2012. On (B)(6)2012, transabdominal and transvaginal ultrasound showed findings most compatible with fetal demise at 7 weeks, 6 days. Recommend clinical correlation to include serial beta hcg as necessary to exclude retained products of conception. On (B)(6)2012, pathology report showed degenerating products of conception. On (B)(6)2016, uterus and cervix pathology report: the uterine serosa is light brown and smooth . The ectocervical mucosa is tan, and the cervical os has a width of 1.1 cm. The uterus is opened revealing a yellow endocervical mucosa measuring 3.8 cm in length. The endometrium has a length of 4 cm and a maximal width of 1.5 cm. No polyps arc seen on the endocervical or endometrial mucosa . The endometrium has a maximum thickness of0.2 cm and the myometrium has a maximal thickness of 1.7 cm. No nodules are identified in the myometrium. Microscopic description: sections from the cervix show chronic inflammation, but there is no dysplasia. There is also a nabothian cyst. The endometrium is late secretory phase. There are a few foci of adenomyosis in the myometrium. The uterine serosa is remarkable. There is no evidence of malignancy. Current weight 125 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, urinary tract infection, ectopic pregnancy, vaginal bleeding. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received: added new event: embedded in myometrium. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and puncturing of her uterus, perforation (uterus)/malposition / migration of essure device location of device: myometrium"), ectopic pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure, pregnancy (stillbirth or miscarriage), pregnancy( ectopic)"), abortion of ectopic pregnancy ("one (of two) miscarriages on essure, pregnancy (stillbirth or miscarriage)"), embedded device ("embedded in myometrium"), genital haemorrhage ("severe bleed") and epilepsy ("epilepsy") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6)2004, (B)(6)2006, (B)(6)2009), endometriosis, wisdom teeth removal, uterine fibroids, laparoscopy, bunionectomy, abortion and hormone replacement therapy. She denied tobacco and alcohol use. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: premarin, dilantin and zyrtec. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included seizure since (B)(6)2010, fever since (B)(6)2010, productive cough since (B)(6)2010, general body pain since (B)(6)2010, shortness of breath since (B)(6)2010, pleuritic pain since(B)(6)2010, back pain since (B)(6)2010, sepsis since (B)(6)2010, septic shock since (B)(6)2010, lobar pneumonia since (B)(6)2010, hypokalemia since (B)(6)2010, weakness since (B)(6)2010, seizures since (B)(6)2010, dysuria, fetal demise, asthma, epilepsy, otitis media since (B)(6)2013, otitis externa since (B)(6)2013, neck pain since (B)(6) 2013, tongue pain since (B)(6)2013, pain in extremity since (B)(6)2014, coccyx pain since (B)(6) 2015, low back pain since (B)(6)2014, nabothian cyst, caffeine allergy (rash), bipolar affective disorder, constipation, hemorrhoids, pulmonary tuberculosis, convulsions, pneumonia, concussion, chronic sinusitis, adenomyosis, chronic cervicitis, overweight and substance abuse. Family history included cancer (father), cardiac disorder (father), cerebrovascular accident (father), diabetes (father), hypertension (father), thyroid disorder (father) and atrial fibrillation (brother). Concomitant products included cetirizine hydrochloride, estrogens conjugated (premarin), ibuprofen, lamotrigine (lamictal), paracetamol (acetaminophen), phenytoin (dilantin) and topiramate (topamax). In february 2009, the patient had essure inserted. On (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6)2012, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In october 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant), medical device pain ("essure pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions") and migraine ("migraines / headaches"). The patient was treated with surgery (d&c and hysterectomy (full), bilateral salpingectomy removal of essure on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, embedded device, genital haemorrhage, epilepsy, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, fatigue and weight decreased outcome was unknown and the medical device pain, rash and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, alopecia, cystitis, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, epilepsy, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device pain, menorrhagia, migraine, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: this plaintiff experienced another pregnancies which have been captured under cases: (B)(4) nd (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram thorax - on (B)(6)2010: results: bilateral lower lobe pneumonia.. Hysterosalpingogram - on an unknown date: results: proper placement of essure coils; on (B)(6)2016: results: migration of essure devices (both microinserts).. Pregnancy test - on an unknown date: results: positive.. On (B)(6)2011, transabdominal sonogram showed small intrauterine findings that could represent ectopic pregnancy with pseudogestationla sac. Alternatively, this appearance could represent viable intrauterine pregnancy too early for definitive sonographic diagnosis. On (B)(6)2011, positive esterase consistent with urinary tract infection. On (B)(6)2012, obstetric sonogram showed intrauterine gestational sac containing a single living embryo with ultrasound age of 6 weeks 1 day and ultrasound eod of (B)(6)2012. On (B)(6)2012, transabdominal and transvaginal ultrasound showed findings most compatible with fetal demise at 7 weeks, 6 days. Recommend clinical correlation to include serial beta hcg as necessary to exclude retained products of conception. On (B)(6)2012, pathology report showed degenerating products of conception. On (B)(6)2016, uterus and cervix pathology report: the uterine serosa is light brown and smooth . The ectocervical mucosa is tan, and the cervical os has a width of 1.1 cm. The uterus is opened revealing a yellow endocervical mucosa measuring 3.8 cm in length. The endometrium has a length of 4 cm and a maximal width of 1.5 cm. No polyps arc seen on the endocervical or endometrial mucosa . The endometrium has a maximum thickness of0.2 cm and the myometrium has a maximal thickness of 1.7 cm. No nodules are identified in the myometrium. Microscopic description sections from the cervix show chronic inflaanmiation, but there is no dysplasia. There is also a nabothian cyst. The endometrium is late secretory phase. There are a few foci of adenomyosis in the myometrium. The uterine serosa is nremarkable. There is no evidence of malignancy. Current weight 125 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, urinary tract infection, ectopic pregnancy, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and puncturing of her uterus, perforation (uterus)/malposition / migration of essure device location of device: myometrium"), ectopic pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure, pregnancy (stillbirth or miscarriage), pregnancy( ectopic)"), abortion of ectopic pregnancy ("one (of two) miscarriages on essure, pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("severe bleed") and epilepsy ("epilepsy") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2009), endometriosis, wisdom teeth removal, uterine fibroids, laparoscopy, bunionectomy, abortion and hormone replacement therapy. She denied tobacco and alcohol use. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: premarin, dilantin and zyrtec. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included seizure since (B)(6) 2010, fever since (B)(6) 2010, productive cough since (B)(6) 2010, general body pain since (B)(6) 2010, shortness of breath since (B)(6) 2010, pleuritic pain since (B)(6) 2010, back pain since (B)(6) 2010, sepsis since (B)(6) 2010, septic shock since (B)(6) 2010, lobar pneumonia since (B)(6) 2010, hypokalemia since (B)(6) 2010, weakness since (B)(6) 2010, seizures since (B)(6) 2010, dysuria, fetal demise, asthma, epilepsy, otitis media since (B)(6) 2013, otitis externa since (B)(6) 2013, neck pain since (B)(6) 2013, tongue pain since (B)(6) 2013, pain in extremity since (B)(6) 2014, coccyx pain since (B)(6) 2015, low back pain since (B)(6) 2014, nabothian cyst, caffeine allergy (rash), bipolar affective disorder, constipation, hemorrhoids, pulmonary tuberculosis, convulsions, pneumonia, concussion, chronic sinusitis, adenomyosis, chronic cervicitis, overweight and substance abuse. Family history included cancer (father), cardiac disorder (father), cerebrovascular accident (father), diabetes (father), hypertension (father), thyroid disorder (father) and atrial fibrillation (brother). Concomitant products included cetirizine hydrochloride (zyrtec), estrogens conjugated (premarin), ibuprofen, lamotrigine (lamictal), paracetamol (acetaminophen), phenytoin (dilantin) and topiramate (topamax). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2012, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant), medical device pain ("essure pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions") and migraine ("migraines / headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy removal of essure on (B)(6) 2016) and surgery (d&c). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, epilepsy, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, fatigue and weight decreased outcome was unknown and the medical device pain, rash and alopecia was resolving. The reporter considered abortion of ectopic pregnancy, alopecia, cystitis, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, epilepsy, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device pain, menorrhagia, migraine, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: this plaintiff experienced another pregnancies which have been captured under cases: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram thorax - on (B)(6) 2010: bilateral lower lobe pneumonia. Hysterosalpingogram - on (B)(6) 2016: migration of essure devices (both microinserts).; on an unknown date: proper placement of essure coils pregnancy test - on an unknown date: positive. On (B)(6) 2011, transabdominal sonogram showed small intrauterine findings that could represent ectopic pregnancy with pseudogestationla sac. Alternatively, this appearance could represent viable intrauterine pregnancy too early for definitive sonographic diagnosis. On (B)(6) 2011, positive esterase consistent with urinary tract infection. On (B)(6) 2012, obstetric sonogram showed intrauterine gestational sac containing a single living embryo with ultrasound age of 6 weeks 1 day and ultrasound eod of (B)(6) 2012. On (B)(6) 2012, transabdominal and transvaginal ultrasound showed findings most compatible with fetal demise at 7 weeks, 6 days. Recommend clinical correlation to include serial beta hcg as necessary to exclude retained products of conception. On (B)(6) 2012, pathology report showed degenerating products of conception. On (B)(6) 2016, uterus and cervix pathology report: the uterine serosa is light brown and smooth . The ectocervical mucosa is tan, and the cervical os has a width of 1.1 cm. The uterus is opened revealing a yellow endocervical mucosa measuring 3.8 cm in length. The endometrium has a length of 4 cm and a maximal width of 1.5 cm. No polyps arc seen on the endocervical or endometrial mucosa . The endometrium has a maximum thickness of0.2 cm and the myometrium has a maximal thickness of 1.7 cm. No nodules are identified in the myometrium. Microscopic description : sections from the cervix show chronic inflammation, but there is no dysplasia. There is also a nabothian cyst. The endometrium is late secretory phase. There are a few foci of adenomyosis in the myometrium. The uterine serosa is remarkable. There is no evidence of malignancy. Current weight 125 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, urinary tract infection, ectopic pregnancy, vaginal bleeding. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Event outcome of essure pain was updated as recovering/resolving. Pregnancy outcome was updated as not applicable. Event "malposition / migration of essure device location of device: myometrium" was deleted and was clubbed with perforation and puncturing of her uterus, perforation (uterus). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation and puncturing of her uterus, perforation (uterus)/malposition / migration of essure device location of device: myometrium'), ectopic pregnancy with contraceptive device ('one (of two) pregnancies with miscarriage on essure, pregnancy (stillbirth or miscarriage), pregnancy( ectopic)'), abortion of ectopic pregnancy ('one (of two) miscarriages on essure, pregnancy (stillbirth or miscarriage)'), embedded device ('embedded in myometrium'), genital haemorrhage ('severe bleed') and epilepsy ('epilepsy') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2009), endometriosis, wisdom teeth removal, uterine fibroids, laparoscopy, bunionectomy, abortion and hormone replacement therapy. She denied tobacco and alcohol use. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: premarin, dilantin and zyrtec. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included coccyx pain since (B)(6) 2015, low back pain since (B)(6) 2014, pain in extremity since (B)(6) 2014, neck pain since (B)(6) 2013, tongue pain since (B)(6) 2013, otitis media since (B)(6) 2013, otitis externa since (B)(6) 2013, seizures since (B)(6) 2010, seizure since (B)(6) 2010, fever since (B)(6) 2010, productive cough since (B)(6) 2010, general body pain since (B)(6) 2010, shortness of breath since (B)(6) 2010, pleuritic pain since (B)(6) 2010, back pain since (B)(6) 2010, sepsis since (B)(6) 2010, septic shock since (B)(6) 2010, lobar pneumonia since (B)(6) 2010, hypokalemia since (B)(6) 2010, weakness since (B)(6) 2010, dysuria, fetal demise, asthma, epilepsy, nabothian cyst, caffeine allergy (rash), bipolar affective disorder, constipation, hemorrhoids, pulmonary tuberculosis, convulsions, pneumonia, concussion, chronic sinusitis, adenomyosis, chronic cervicitis, overweight and substance abuse. Family history included cancer (father), cardiac disorder (father), cerebrovascular accident (father), diabetes (father), hypertension (father), thyroid disorder (father) and atrial fibrillation (brother). Concomitant products included cetirizine hydrochloride, estrogens conjugated (premarin), ibuprofen, lamotrigine (lamictal), paracetamol (acetaminophen), phenytoin (dilantin) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"), 12 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2012, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant), medical device pain ("essure pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions/ skin rash"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), infection ("infection"), dental caries ("tooth decay"), dysgeusia ("taste of metal"), feeling abnormal ("brain fog") and nail disorder ("damage to nails"). The patient was treated with surgery (d&c and hysterectomy (full), bilateral salpingectomy removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, embedded device, genital haemorrhage, epilepsy, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, fatigue, weight decreased, dyspareunia, infection, dental caries, dysgeusia, feeling abnormal and nail disorder outcome was unknown and the medical device pain, rash and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, alopecia, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, epilepsy, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, infection, medical device pain, menorrhagia, migraine, nail disorder, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: this plaintiff experienced another pregnancies which have been captured under cases: (B)(4). Discrepancy noted previously it was reported that " proper placement of essure coils" now plaintiff claims that " essure confirmation test was not performed". Plaintiff received treatment for: migration, uterine perforation, infection, tooth decay, damage to nails, taste of metal, brain fog, hair loss diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram thorax - on (B)(6) 2010: results: bilateral lower lobe pneumonia.. Hysterosalpingogram - on an unknown date: results: proper placement of essure coils; on (B)(6) 2016: results: migration of essure devices (both microinserts).. Pregnancy test - on an unknown date: results: positive.. On (B)(6) 2011, transabdominal sonogram showed small intrauterine findings that could represent ectopic pregnancy with pseudogestationla sac. Alternatively, this appearance could represent viable intrauterine pregnancy too early for definitive sonographic diagnosis. On (B)(6) 2011, positive esterase consistent with urinary tract infection. On (B)(6) 2012, obstetric sonogram showed intrauterine gestational sac containing a single living embryo with ultrasound age of 6 weeks 1 day and ultrasound eod of (B)(6) 2012. On (B)(6) 2012, transabdominal and transvaginal ultrasound showed findings most compatible with fetal demise at 7 weeks, 6 days. Recommend clinical correlation to include serial beta hcg as necessary to exclude retained products of conception. On (B)(6) 2012, pathology report showed degenerating products of conception. On (B)(6) 2016, uterus and cervix pathology report: the uterine serosa is light brown and smooth . The ectocervical mucosa is tan, and the cervical os has a width of 1.1 cm. The uterus is opened revealing a yellow endocervical mucosa measuring 3.8 cm in length. The endometrium has a length of 4 cm and a maximal width of 1.5 cm. No polyps arc seen on the endocervical or endometrial mucosa . The endometrium has a maximum thickness of0.2 cm and the myometrium has a maximal thickness of 1.7 cm. No nodules are identified in the myometrium. Microscopic description sections from the cervix show chronic inflaanmiation, but there is no dysplasia. There is also a nabothian cyst. The endometrium is late secretory phase. There are a few foci of adenomyosis in the myometrium. The uterine serosa is nremarkable. There is no evidence of malignancy. Current weight 125 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, urinary tract infection, ectopic pregnancy, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received : new events " dyspareunia(painful sexual intercourse), infection, tooth decay, damage to nails, taste of metal, brain fog" were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation and puncturing of her uterus, perforation (uterus)/malposition / migration of essure device location of device: myometrium'), ectopic pregnancy with contraceptive device ('one (of two) pregnancies with miscarriage on essure, pregnancy (stillbirth or miscarriage), pregnancy( ectopic), abortion of ectopic pregnancy ('one (of two) miscarriages on essure, pregnancy (stillbirth or miscarriage), embedded device ('embedded in myometrium'), genital haemorrhage ('severe bleed') and epilepsy ('epilepsy') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2004, (B)(6) 2006, (B)(6) 2009), endometriosis, wisdom teeth removal, uterine fibroids, laparoscopy, bunionectomy, abortion and hormone replacement therapy. She denied tobacco and alcohol use. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: premarin, dilantin and zyrtec. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included coccyx pain since (B)(6) 2015, low back pain since (B)(6) 2014, pain in extremity since (B)(6) 2014, neck pain since (B)(6) 2013, tongue pain since (B)(6) 2013, otitis media since (B)(6) 2013, otitis externa since (B)(6) 2013, seizures since (B)(6) 2010, seizure since (B)(6) 2010, fever since (B)(6) 2010, productive cough since (B)(6) 2010, general body pain since (B)(6) 2010, shortness of breath since (B)(6) 2010, pleuritic pain since (B)(6) 2010, back pain since (B)(6) 2010, sepsis since (B)(6) 2010, septic shock since (B)(6) 2010, lobar pneumonia since (B)(6) 2010, hypokalemia since (B)(6) 2010, weakness since (B)(6) 2010, dysuria, fetal demise, asthma, epilepsy, nabothian cyst, caffeine allergy (rash), bipolar affective disorder, constipation, hemorrhoids, pulmonary tuberculosis, convulsions, pneumonia, concussion, chronic sinusitis, adenomyosis, chronic cervicitis, overweight and substance abuse. Family history included cancer (father), cardiac disorder (father), cerebrovascular accident (father), diabetes (father), hypertension (father), thyroid disorder (father) and atrial fibrillation (brother). Concomitant products included antibiotics, cetirizine hydrochloride, estrogens conjugated (premarin), ibuprofen, lamotrigine (lamictal), paracetamol (acetaminophen), phenytoin (dilantin) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"), 12 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2012, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant), medical device pain ("essure pain"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions/ skin rash"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), infection ("infection"), dental caries ("tooth decay"), dysgeusia ("taste of metal"), feeling abnormal ("brain fog"), nail disorder ("damage to nails") and sepsis ("sepsis"). The patient was treated with surgery (d&c and hysterectomy (full), bilateral salpingectomy removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, embedded device, genital haemorrhage, epilepsy, vaginal hemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, fatigue, weight decreased, dyspareunia, infection, dental caries, dysgeusia, feeling abnormal, nail disorder and sepsis outcome was unknown and the medical device pain, rash and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, alopecia, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, epilepsy, fatigue, feeling abnormal, female sexual dysfunction, genital hemorrhage, headache, infection, medical device pain, menorrhagia, migraine, nail disorder, rash, sepsis, urinary tract infection, uterine perforation, vaginal hemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6) 2009 and essure removal date as per pfs is (B)(6) 2016. The plaintiff experienced another pregnancies which have been captured under cases: (B)(4) and (B)(4). Discrepancy noted previously it was reported that " proper placement of essure coils" now plaintiff claims that " essure confirmation test was not performed". Plaintiff received treatment for: migration, uterine perforation, infection, tooth decay, damage to nails, taste of metal, brain fog, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram thorax - on (B)(6) 2010: results: bilateral lower lobe pneumonia. Hysterosalpingogram - on an unknown date: results: proper placement of essure coils; on (B)(6) 2016: results: migration of essure devices (both microinserts). Pregnancy test - on an unknown date: results: positive. On (B)(6) 2011, transabdominal sonogram showed small intrauterine findings that could represent ectopic pregnancy with pseudogestational sac. Alternatively, this appearance could represent viable intrauterine pregnancy too early for definitive sonographic diagnosis. On (B)(6) 2011, positive esterase consistent with urinary tract infection. On (B)(6) 2012, obstetric sonogram showed intrauterine gestational sac containing a single living embryo with ultrasound age of 6 weeks 1 day and ultrasound eod of (B)(6) 2012. On (B)(6) 2012, transabdominal and transvaginal ultrasound showed findings most compatible with fetal demise at 7 weeks, 6 days. Recommend clinical correlation to include serial beta hcg as necessary to exclude retained products of conception. On (B)(6) 2012, pathology report showed degenerating products of conception. On (B)(6) 2016, uterus and cervix pathology report: the uterine serosa is light brown and smooth . The ectocervical mucosa is tan, and the cervical os has a width of 1.1 cm. The uterus is opened revealing a yellow endocervical mucosa measuring 3.8 cm in length. The endometrium has a length of 4 cm and a maximal width of 1.5 cm. No polyps arc seen on the endocervical or endometrial mucosa . The endometrium has a maximum thickness of0.2 cm and the myometrium has a maximal thickness of 1.7 cm. No nodules are identified in the myometrium. Microscopic description: sections from the cervix show chronic inflammation, but there is no dysplasia. There is also a nabothian cyst. The endometrium is late secretory phase. There are a few foci of adenomyosis in the myometrium. The uterine serosa is unremarkable. There is no evidence of malignancy. Current weight 125 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, urinary tract infection, ectopic pregnancy, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: pfs received: event sepsis nos added. Hospitalisation added as a seriousness criteria. Concomitant drug and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and puncturing of her uterus"), abortion spontaneous ("one (of two) miscarriages on essure") and pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement of essure coils quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("perforation and puncturing of her uterus"), abortion spontaneous ("one (of two) miscarriages on essure") and pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure"). Uterine perforation and pregnancy with essure are anticipated according to the reference safety information for essure whereas abortion spontaneous is unanticipated. Uterine perforation may occur with any trans-cervical intrauterine procedure. Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation are not known. Based on the events' nature, causality with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, hysterosalpingogram was performed and confirmed proper placement. However, plaintiff suffered two miscarriages. Since no other circumstance was reported, device ineffective was assumed and causal relationship between essure and the pregnancy cannot be excluded. Regarding the reported miscarriage, no gestational age was reported. Then, considering it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unrelated. This case was regarded as incident because essure was surgically removed. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and puncturing of her uterus, perforation (uterus)"), ectopic pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure, pregnancy (stillbirth or miscarriage), pregnancy( ectopic)"), embedded device ("malposition / migration of essure device location of device: myometrium"), device expulsion ("malposition / migration of essure device location of device: myometrium"), abortion of ectopic pregnancy ("one (of two) miscarriages on essure, pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("severe bleed") and epilepsy ("epilepsy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2009), endometriosis, wisdom teeth removal, uterine fibroids, laparoscopy, bunionectomy and abortion. She denied tobacco and alcohol use. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: premarin, dilantin and zyrtec. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included seizure since 2010, fever since 2010, cough since 2010, general body pain since 2010, shortness of breath since 2010, pleuritic pain since 2010, back pain since 2010, sepsis since 2010, septic shock since 2010, lobar pneumonia since 2010, hypokalemia since 2010, weakness since 2010, seizures since 2010, dysuria, fetal demise, asthma, epilepsy, otitis media since (B)(6) 2013, otitis externa since (B)(6) 2013, neck pain since (B)(6) 2013, tongue pain since (B)(6) 2013, pain in extremity since (B)(6) 2014, coccyx pain since (B)(6) 2015, low back pain since (B)(6) 2014, nabothian cyst, caffeine allergy (rash), bipolar affective disorder, constipation, hemorrhoids, pulmonary tuberculosis, convulsions, pneumonia, concussion, chronic sinusitis, adenomyosis, chronic cervicitis, overweight and substance abuse. Family history included cancer (father), cardiac disorder (father), cerebrovascular accident (father), diabetes (father), hypertension (father), thyroid disorder (father) and atrial fibrillation (brother). Concomitant products included cetirizine hydrochloride (zyrtec), estrogens conjugated (premarin), ibuprofen, lamotrigine (lamictal), paracetamol (acetaminophen), phenytoin (dilantin) and topiramate (topamax). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant), medical device pain ("essure pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy removal of essure on (B)(6) 2016), surgery (d&c), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, embedded device, device expulsion, abortion of ectopic pregnancy, genital haemorrhage, epilepsy, medical device pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, fatigue and weight decreased outcome was unknown and the rash and alopecia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy, alopecia, cystitis, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, epilepsy, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device pain, menorrhagia, migraine, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: another case was created for second pregnancy (2018-045500) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram thorax - on (B)(6) 2010: bilateral lower lobe pneumonia. Hysterosalpingogram - on (B)(6) 2016: migration of essure devices (both microinserts).; on an unknown date: proper placement of essure coils pregnancy test - on an unknown date: positive. On (B)(6) 2011, transabdominal sonogram showed small intrauterine findings that could represent ectopic pregnancy with pseudogestationla sac. Alternatively, this appearance could represent viable intrauterine pregnancy too early for definitive sonographic diagnosis. On (B)(6) 2011, positive esterase consistent with urinary tract infection. On (B)(6) 2012, obstetric sonogram showed intrauterine gestational sac containing a single living embryo with ultrasound age of 6 weeks 1 day and ultrasound eod of (B)(6) 2012. On (B)(6) 2012, transabdominal and transvaginal ultrasound showed findings most compatible with fetal demise at 7 weeks, 6 days. Recommend clinical correlation to include serial beta hcg as necessary to exclude retained products of conception. On (B)(6) 2012, pathology report showed degenerating products of conception. On (B)(6) 2016, uterus and cervix pathology report: the uterine serosa is light brown and smooth . The ectocervical mucosa is tan, and the cervical os has a width of 1.1 cm. The uterus is opened revealing a yellow endocervical mucosa measuring 3.8 cm in length. The endometrium has a length of 4 cm and a maximal width of 1.5 cm. No polyps arc seen on the endocervical or endometrial mucosa . The endometrium has a maximum thickness of0.2 cm and the myometrium has a maximal thickness of 1.7 cm. No nodules are identified in the myometrium. Microscopic description: sections from the cervix show chronic inflammation, but there is no dysplasia. There is also a nabothian cyst. The endometrium is late secretory phase. There are a few foci of adenomyosis in the myometrium. The uterine serosa is unremarkable. There is no evidence of malignancy. Current weight 125 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, urinary tract infection, ectopic pregnancy, vaginal bleeding. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, onset and removal dates updated, historical drug and conditions, concomitant drugs and conditions, treatment drug, lab data, new events epilepsy, medical device pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, sexual dysfunction, depression, device expulsion, embedded device, rash, migraine, headache, dysmenorrhea, fatigue, weight decreased, alopecia, abdominal pain added. Events abortion spontaneous updated to abortion of ectopic pregnancy and pregnancy with contraceptive device updated to ectopic pregnancy with contraceptive device. Outcome for the events rash, alopecia added as recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation and puncturing of her uterus, perforation (uterus)/malposition / migration of essure device location of device: myometrium'), ectopic pregnancy with contraceptive device ('one (of two) pregnancies with miscarriage on essure, pregnancy (stillbirth or miscarriage), pregnancy( ectopic)'), abortion of ectopic pregnancy ('one (of two) miscarriages on essure, pregnancy (stillbirth or miscarriage)'), embedded device ('embedded in myometrium') and epilepsy ('epilepsy') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6)2004, (B)(6)2006, (B)(6)2009), endometriosis, wisdom teeth removal, uterine fibroids, laparoscopy, bunionectomy, abortion and hormone replacement therapy. She denied tobacco and alcohol use. On (B)(6)2011, positive esterase consistent with urinary tract infection. On (B)(6)2012, obstetric sonogram showed intrauterine gestational sac containing a single living embryo with ultrasound age of 6 weeks 1 day and ultrasound eod of (B)(6)2012. On (B)(6)2012, transabdominal and transvaginal ultrasound showed findings most compatible with fetal demise at 7 weeks, 6 days. Recommend clinical correlation to include serial beta hcg as necessary to exclude retained products of conception. On (B)(6)2012, pathology report showed degenerating products of conception. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: premarin, dilantin and zyrtec. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included coccyx pain since (B)(6)2015, low back pain since (B)(6)2014, pain in extremity since (B)(6)2014, neck pain since (B)(6)2013, tongue pain since (B)(6)2013, otitis media since (B)(6)2013, otitis externa since (B)(6)2013, seizures since (B)(6)2010, seizure since (B)(6)2010, fever since (B)(6)2010, productive cough since (B)(6)2010, general body pain since (B)(6)2010, shortness of breath since (B)(6)2010, pleuritic pain since (B)(6)2010, back pain since (B)(6)2010, sepsis since (B)(6)2010, septic shock since (B)(6)2010, lobar pneumonia since (B)(6)2010, hypokalemia since (B)(6)2010, weakness since (B)(6)2010, dysuria, fetal demise, asthma, epilepsy, nabothian cyst, caffeine allergy (rash), bipolar affective disorder, constipation, hemorrhoids, pulmonary tuberculosis, convulsions, pneumonia, concussion, chronic sinusitis, adenomyosis, chronic cervicitis and substance abuse. Family history included cancer (father), cardiac disorder (father), cerebrovascular accident (father), diabetes (father), hypertension (father), thyroid disorder (father) and atrial fibrillation (brother). Concomitant products included antibiotics, cetirizine hydrochloride, estrogens conjugated (premarin), ibuprofen, lamotrigine (lamictal), paracetamol (acetaminophen), phenytoin (dilantin) and topiramate (topamax). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"), 12 days after insertion of essure. On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6)2012, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In (B)(6)2014, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain. On (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced epilepsy (seriousness criterion medically significant), genital haemorrhage ("severe bleed"), medical device pain ("essure pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions/ skin rash"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), infection ("infection"), dental caries ("tooth decay"), dysgeusia ("taste of metal"), feeling abnormal ("brain fog"), nail disorder ("damage to nails") and sepsis ("sepsis"). The patient was treated with surgery (d&c, hysterectomy (full), bilateral salpingectomy removal of essure and hysterectomy (full), bilateral salpingectomy removal of essure on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, embedded device, epilepsy, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, fatigue, weight decreased, dyspareunia, infection, dental caries, dysgeusia, feeling abnormal, nail disorder and sepsis outcome was unknown and the medical device pain, rash and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, alopecia, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, epilepsy, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, infection, medical device pain, menorrhagia, migraine, nail disorder, rash, sepsis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6)2009 and essure removal date as per pfs is (B)(6)2016 the plaintiff experienced another pregnancies which have been captured under cases: (B)(4). Discrepancy noted previously it was reported that " proper placement of essure coils" now plaintiff claims that " essure confirmation test was not performed". Plaintiff received treatment for: migration, uterine perforation, infection, tooth decay, damage to nails, taste of metal, brain fog, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Computerised tomogram thorax - on (B)(6)2010: bilateral lower lobe pneumonia. Hysterosalpingogram - on an unknown date: proper placement of essure coils; on (B)(6)2016: migration of essure devices (both microinserts). Pathology test - on (B)(6)2016: uterus and cervix pathology report: the uterine serosa is light brown and smooth. The ectocervical mucosa is tan, and the cervical os has a width of 1.1 cm. The uterus is opened revealing a yellow endocervical mucosa measuring 3.8 cm in length. The endometrium has a length of 4 cm and a maximal width of 1.5 cm. No polyps arc seen on the endocervical or endometrial mucosa. The endometrium has a maximum thickness of 0.2 cm and the myometrium has a maximal thickness of 1.7 cm. No nodules are identified in the myometrium. Microscopic description: sections from the cervix show chronic inflammation, but there is no dysplasia. There is also a nabothian cyst. The endometrium is late secretory phase. There are a few foci of adenomyosis in the myometrium. The uterine serosa is unremarkable. There is no evidence of malignancy. Pregnancy test - on an unknown date: positive. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, urinary tract infection, ectopic pregnancy, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.